Manufacturer narrative:
The visual inspection revealed no physical damage to the unit. The programmer exhibited normal visual characteristics. The unit was plugged in to an external power source and it didn¿t power up. The field complaint of spark near on/off button was verified as the event could be reproduced. There was evidence of burning and charring on the power supply components. Troubleshooting revealed faulty power supply unit as the root-cause for this issue and was resolved by replacing power supply unit.

Event description:
It was reported that the merlin programmer was found to have a short circuit in the power button which caused the button to spark when turned on. No patient was involved and the user did not experience any adverse events due to the reported sparking.